Event description:
It was reported that a caregiver contacted support because the patient experienced hyperglycemia while using the ilet, with glucose reduced by approximately 100 mg/dl but remaining at 239 mg/dl after the call; the caregiver disconnected and primed the infusion tubing until drops were observed and then reconnected, and the case was transferred to clinical management during mobile sync while the caregiver inquired about a factory reset. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included remote troubleshooting and user education, including guidance on tubing filling and reconnection, and transfer to clinical management for further review. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.